Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant high inr results on coaguchek xs meter serial number (B)(4) compared to the star max neoplastin laboratory method. The customer initially tested on the meter at 11:55 a.m. With a result of > 8.0 inr. The customer re-tested on the meter 30 minutes later with a result of 7.9 inr. The result from the laboratory within 3 hours was 5.9 inr. The customer's doctor adjusted her warfarin based on the laboratory result which was believed to be correct. The customer had no symptoms of high inr at the time of the meter results. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer has an infection in her leg caused by her dog and has been taking fluconazole and cephalexin for the past 2 days. The customer does not have lupus or anti-phospholipid antibodies and has no known concerns with hematocrit levels. The customer is not taking any other blood thinners or direct thrombin inhibitors. The meter and test strips were requested for investigation and both were returned. The returned test strips were measured with the returned meter with liquid qc of a high level: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.